Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic) oversensing due to suspected electromagnetic interference (emi). No intervention was performed on the rv lead. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The atrial lead sensitivity was changed. Both leads remain in use. No patient complications have been reported as a result of this event.